Event description:
It was reported that two days post implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced transient ischemic attack. The patient was hospitalized and diagnostic testing revealed head right extra-axial parafalcine hematoma versus hyperdense mass at the anterior right frontal lobe measuring 4.4 centimeters (cm). The patient reported feeling "off", facial dropping, and word slurring. Further diagnostic testing revealed enhancing extra-axial mass along the right anterior falx, most likely reflecting a meningioma rather than a hematoma, and stable hyperdense extra-axial mass or hematoma at the right anterior falx. Additional diagnostic test results were unremarkable. Information received indicated the meningioma likely secondary to the transient ischemic attack. The patient was administered anticonvulsant medication and discharged from the hospital. The crt-d remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.